Manufacturer narrative:
MFR's method: MFR eval/investigation pending product return from user facility. MFR's results: MFR eval/investigation pending product return from user facility. MFR's conclusion: MFR eval/investigation pending product return from user facility.

Event description:
Customer reports inconsistent protime inr results compared to unspecified lab instrument. Pt therapeutic range is 2.0 - 3.0 inr. Protime 2.7 inr vs. 1.7 inr on unspecified lab instrument. No report of adverse event, serious injury, or intervention.